Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence. It was noticed that the device was not working properly due fluid loss in the balloon. The aus was explanted and replaced. No patient complications reported.